Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for chronic low back pain and spinal pain reported they fell a few weeks ago and hit their left side after which they had pain down their left leg which had been there for over a week. It was noted the consumer was unsure if the fall ¿monkeyed up their device or what.¿ it was further reported a few days ago the consumer saw a call your doctor message on the patient programmer (pp) and thought the code may have been ¿ipu,¿ but wasn¿t sure, but it was later determined to be the elective replacement indicator (eri) message. The consumer then stated they thought the battery would last four years because that was how long their previous device lasted for. In order to resolve the issue a new battery was going to be put in.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.